Event description:
It was reported by service report that the siderail could not be latched in the upright position and toprail was broken at the spindle mount flange, exposing sharp edges. No pt involvement or adverse consequences are reported.